Manufacturer narrative:
Additional information: h6 - method codes: 4114, device not returned. H6 - conclusion codes: 4315, cause not established. Investigation ¿ evaluation. The complaint device was not returned for an evaluation and no photographs were provided. A search of the north american distribution center database shows all devices from lot 8414730 have been shipped. No similar product from the same lot is available for investigation. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and quality control data. The device history records were reviewed and there were no non-conformances associated with the complaint device lot number. A search for additional complaints revealed this complaint is the only one associated with lot number 8414730. The instructions for use (IFU) provides the following cautions: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The complaint device was reported to have a basket that would not open. The device was not returned for investigation. There are multiple possible causes for the reported issue. The sheath of the device may have been damaged during shipping, handling, or use, the basket of the device may have become damaged, or there may have been an issue with the handle. Without the actual device, a cause or probable cause could not be determined per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received from the user facility on 10aug2018: it was reported the procedure performed was a left flexible retrograde nephrolithotomy. The device was tested before it came into contact with the patient. A laser was also used during the procedure and a flex ¿ x2 scope. There were no patient anatomical conditions that prevented the basket from opening or closing. The basket failed to open. The basket was not broken; no part was separated. They changed to another basket and completed the procedure. The stone was removed from the patient.

Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the opening system of the ngage nitinol stone extractor basket does not work; the basket does not open. No intended part of the device remained inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. There was no adverse effect to the patient. Additional patient, device, and event details have been requested; however, no new information has been received at the time of this report.